Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported a month after the dental implant was installed in intraoral region #23, it was verified its' non osseointegration. 15 ncm of primary stability was achieved & immediate load was not performed. Patient had low bone quality (bone type iii).the implant was carried out immediately, the patient presented infection.